Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and alarm log review was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). The flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.